Event description:
The customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To address the issue, the customer was sent a replacement pump by technical support and advised on using an up-to-date pump with new software. The customer reverted to an alternate method of insulin therapy.